Event description:
Customer reported that her sensor was giving incorrect readings and it was causing her insulin pump to turn off the insulin delivery. Customer stated that she stop using the senor due to incorrect high and low readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.